Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded coiled wire within the cornua and fallopian tube') in an adult female patient who had essure (batch no. L2843-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, incontinence, gluten sensitivity, foggy feeling in head and pelvic pain. Concomitant products included citalopram since 2004, clobetasol, fluticasone propionate;salmeterol xinafoate (advair) from 2004 to 2014 and montelukast sodium (singulair mini). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"), depression ("depression"), skin irritation ("rashes or skin conditions type: irritation"), rash pruritic ("rashes or skin conditions type: itching") and eczema ("eczema"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced tinnitus ("tinnitus") and amnesia ("memory loss"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2014, the patient experienced urinary tract infection ("utis"), bacterial vaginosis ("bacterial vaginosis"), pollakiuria ("increased frequency and leakage") and urinary incontinence ("increased frequency and leakage"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced loss of libido ("loss of libido"), anorgasmia ("inability to orgasm"), mood swings ("mood swings"), night sweats ("night sweats") and hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced palpitations ("heart palpatations"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy on, (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, loss of libido, anorgasmia, mood swings, night sweats, hot flush, anxiety, depression, skin irritation, rash pruritic, eczema, ovarian cyst, palpitations, dysmenorrhoea, weight increased, abdominal distension, alopecia, pollakiuria and urinary incontinence outcome was unknown, the urinary tract infection, bacterial vaginosis, migraine, tinnitus, amnesia, vaginal discharge and fatigue had resolved and the headache was resolving. The reporter considered abdominal distension, alopecia, amnesia, anorgasmia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, eczema, embedded device, fatigue, headache, hot flush, loss of libido, migraine, mood swings, night sweats, ovarian cyst, palpitations, pollakiuria, rash pruritic, skin irritation, tinnitus, urinary incontinence, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : hair loss, fatigue, depression, ovarian cyst, bladder leakage, eczema, bacterial vaginosis, loss of libido,uti, anxiety, skin irritation and itching, heart palpitations. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : embedded device the lot number reported (l2843) is invalid most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded coiled wire within the cornua and fallopian tube') in an adult female patient who had essure (batch no. L2843-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, incontinence, gluten sensitivity, foggy feeling in head and pelvic pain. Concomitant products included citalopram since 2004, clobetasol, fluticasone propionate;salmeterol xinafoate (advair) from 2004 to 2014 and montelukast sodium (singulair mini). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"), depression ("depression/psych injury"), skin irritation ("rashes or skin conditions type: irritation"), rash pruritic ("rashes or skin conditions type: itching") and eczema ("eczema"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced tinnitus ("tinnitus") and amnesia ("memory loss"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2014, the patient experienced urinary tract infection ("utis"), bacterial vaginosis ("bacterial vaginosis"), pollakiuria ("increased frequency and leakage") and urinary incontinence ("increased frequency and leakage"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced loss of libido ("loss of libido"), anorgasmia ("inability to orgasm"), mood swings ("mood swings"), night sweats ("night sweats") and hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced palpitations ("heart palpitations"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), headache ("headache"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy on, (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, loss of libido, anorgasmia, mood swings, night sweats, hot flush, anxiety, depression, skin irritation, rash pruritic, eczema, ovarian cyst, palpitations, abdominal distension, pollakiuria, urinary incontinence, blood disorder, cardiac disorder, menorrhagia, bladder disorder and vaginal infection outcome was unknown and the urinary tract infection, bacterial vaginosis, migraine, tinnitus, amnesia, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, headache, female sexual dysfunction, pelvic pain, abdominal pain, gastrointestinal disorder and hormone level abnormal had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anorgasmia, anxiety, bacterial vaginosis, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, eczema, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hot flush, loss of libido, menorrhagia, migraine, mood swings, night sweats, ovarian cyst, palpitations, pelvic pain, pollakiuria, rash pruritic, skin irritation, tinnitus, urinary incontinence, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 245 lbs. Patient received treatment for bleeding: blood disorder, heart disorder, menorrhagia (heavy menstrual bleeding), allergy, psych injury, diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : hair loss, fatigue, depression, ovarian cyst, bladder leakage, eczema, bacterial vaginosis, loss of libido,uti, anxiety, skin irritation and itching, heart palpitations. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : embedded device the lot number reported (l2843) is invalid. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events added: apareunia, pelvic pain, abdominal pain, blood disorder, heart disorder, menorrhagia (heavy menstrual bleeding), bladder problems, vaginal infection, gi conditions, hormonal changes. Event outcome were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded coiled wire within the cornua and fallopian tube') in an adult female patient who had essure (batch no. L2843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, incontinence, gluten sensitivity, foggy feeling in head and pelvic pain. Concomitant products included citalopram since 2004, clobetasol, fluticasone propionate;s almeterol xinafoate (advair) from 2004 to 2014 and montelukast sodium (singulair mini). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In (B)(6) 2012, the patient experienced anxiety ("anxiety"), depression ("depression"), skin irritation ("rashes or skin conditions type: irritation"), rash pruritic ("rashes or skin conditions type: itching") and eczema ("eczema"). In (B)(6) 2012, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced tinnitus ("tinnitus") and amnesia ("memory loss"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced ovarian cyst ("ovarian cysts"). In (B)(6) 2014, the patient experienced urinary tract infection ("utis"), bacterial vaginosis ("bacterial vaginosis"), pollakiuria ("increased frequency and leakage") and urinary incontinence ("increased frequency and leakage"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced loss of libido ("loss of libido"), anorgasmia ("inability to orgasm"), mood swings ("mood swings"), night sweats ("night sweats") and hot flush ("hot flashes"). In (B)(6) 2017, the patient experienced palpitations ("heart palpitations"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and headache ("headache"). The patient was treated with surgery (bilateral salpingectomy on, (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, loss of libido, anorgasmia, mood swings, night sweats, hot flush, anxiety, depression, skin irritation, rash pruritic, eczema, ovarian cyst, palpitations, dysmenorrhoea, weight increased, abdominal distension, alopecia, pollakiuria and urinary incontinence outcome was unknown, the urinary tract infection, bacterial vaginosis, migraine, tinnitus, amnesia, vaginal discharge and fatigue had resolved and the headache was resolving. The reporter considered abdominal distension, alopecia, amnesia, anorgasmia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, eczema, embedded device, fatigue, headache, hot flush, loss of libido, migraine, mood swings, night sweats, ovarian cyst, palpitations, pollakiuria, rash pruritic, skin irritation, tinnitus, urinary incontinence, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : hair loss, fatigue, depression, ovarian cyst, bladder leakage, eczema, bacterial vaginosis, loss of libido,uti, anxiety, skin irritation and itching, heart palpitations. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : embedded device. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs &mr received. Event injury nos replaced with new event loss of libido. New events inability to orgasm, mood swings, night sweats, hot flashes, utis, bacterial vaginosis, anxiety, depression, irritation, itching, eczema, migraines / headaches, ovarian cysts, heart palpitations, tinnitus, memory loss, dysmenorrhea, vaginal discharge, fatigue, weight gain, bloating, hair loss, increased frequency and leakage, embedded device were added. Lab data, lot number, concomitant conditions, concomitant drugs, reporter information, patient demographics was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.